Event description:
The account stated that the architect i2000sr analyzer has generated a false positive b-hcg result on a third patient sample. The account further states that there was a false positive result before the field service representative changed the probe. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.